Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) found a pipe burst and drenched the ER pyxis; the customer swapped damaged drawers, and the fse replaced full height and half height, powered off the unit, released cubies manually, transferred them into new drawers, replaced non-functional cubies, powered on, configured the drawers, and restored full operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2 and 7 were not detected on bus and was unable to recover. The device had some water damage which might require a new circuit board. However, there were no delays or adverse events or injuries reported based on this event.